Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The service rep replaced the monitor and the monitor fan. The system was tested and is operating as intended.

Event description:
The customer reported that the images on the left monitor would go black, on the 9800 system. No pt injury was reported.